Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer blood glucose reading was unknown. Customer stated they were able to complete rewind and clear the alarm. The pump error alarm occurred while self test. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin 1 on keypad assembly. No unexpected battery or power anomalies noted.